Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
It was reported that after a da vinci-assisted abdominoperineal resection surgical procedure, the 8mm monopolar curved scissors (mcs) instrument had a loose steel cable. The procedure was completed with no reported injury.